Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptable criteria.

Event description:
Customer's mother called to report a pod alarm. She noted there was blood in cannula. Her daughter's blood glucose levels had been fluctuating between 51 - 393 mg/dl with ketones before receiving the pod alarm. No further issues were identified.